Event description:
It was reported that a patient presented with over-sensed noise on their atrial lead. No changes or intervention performed. The patient condition was stable.

Event description:
New information notes that the atrial lead was explanted and replaced during a procedure on (B)(6) 2022. The patient was stable before, during, and afterwards.